Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the ok keypad button was not responding appropriately. Reportedly, the ok keypad button required multiple button presses, which occasionally caused the button to be hyper-responsiveness. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/05/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/23/2014 with the following findings: the keypad was found to be fully intact; there was no damage observed. The complaint of the ok button response issue was not able to be duplicated during investigation; all buttons responded appropriately. The keypad cover was removed and no damage was found to the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.